Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the threads of the spine clamp were stripped. The issue was discovered at the end of surgery. The procedure was completed with the use of navigation. There was a delay of approximately 10 minutes. No impact on patient outcome.